Manufacturer narrative:
Physio-control product analysis center (pac) evaluated the customer's device and confirmed the electrode tray was being recognized, however due to corrupted data on the electrode tray, the device was giving an incorrect "replace electrode tray" prompt. In this state, the device would be able to analyze a patient's heart rhythm and provide defibrillation therapy, if needed. The root cause of the reported issue was determined to be due to corrupted data.

Event description:
A customer contacted physio-control to report that the electrodes were connected to the device; however the device did not recognize them. A new set of electrodes were used, and it was observed that they were functioning properly. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A new set of electrodes will be provided to the customer. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that the electrodes were connected to the device; however the device did not recognize them. A new set of electrodes were used, and it was observed that they were functioning properly. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.